Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 416 mg/dl at the time of incident and the current blood glucose level was 277 mg/dl. Customer experienced no symptoms for high blood glucose event. Customer was treated with manual injection for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the insulin pump was under delivering. Customer stated the drive support cap appears normal. Customer did the high performance test and the result was no drop from tubing, no alarm and no leaks. Advised the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.